Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was implanted with scs system on (B)(6) 2016. On (B)(6) 2016, the patient experienced a loss of sensation in both the legs. As a result, the patient presented to the emergency room and was subsequently admitted to the hospital wherein the scs system was explanted (date of explant unknown). Reportedly, the patient had gained sensation in both the legs however, experiencing weakness in the left leg. As of (B)(6) 2016, the patient was in a rehabilitation facility. Reportedly, the patient is able to walk however, experiencing some trouble with the right leg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient is out of the rehabilitation facility. Patient uses a walker to ambulate.